Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1xg3s serial# implanted: (B)(6) 2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 17-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a fall prior to the recent procedure. After the procedure, their manufacturing representative (rep) was adjusting the therapy but they could not feel the stimulation. Patient stated that it seems they were not able to feel the stimulation so they were not sure if the fall had anything to do with that. Patient said they did not hit the area where the previous ins was so they didn't think it was related. Patient confirmed some improvement in symptoms with the new ins so far. Patient was advised to get an x-ray to determine if there was something "disconnected" on their back. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said they have a follow-up appointment with their hcp today to check the x-ray results. Additional information was received from the patient on the same day. The patient stated that the connector was placed some time ago and it never worked. Patient stated that they were not getting any sensation so they did an x-ray and the x-ray was not good. Patient said they went to the doctor today for a follow up and the doctor said it was a defective device and they will have to replace the sensor or whatever it was called, making reference to the lead. Patient stated that it was very difficult for them to have another surgery. The patient was redirected to their hcp to further address the issue.